Manufacturer narrative:
The hill-rom tech support suggested checking the volts on the pag board. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the intellidrive would run in reverse when handles were pushed forward. The bed was located at the account. There was no patient/ user injury reported. This report was filed in our complaint handling system as complaint#: (B)(4).